Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. Review of the logs from the event date of august 20, 2025, showed continuous CPR throughout the case, confirmed by the CPR bar, visible compressions in the CPR waveform, and motion artifact in the ECG consistent with CPR. During each two-minute pause for rhythm checks, the ECG consistently presented an asystolic waveform in most instances. Toward the end of the case, a rhythm appears to be established, indicating possible rosc. At no time during the event was there ECG signal dropout or loss, and CPR feedback functioned normally. The device passed all functional testing without issue. There was no fault found with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.